Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the anesthesia machine experienced a mechanical ventilation failure during use. No patient injury reported.